Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 5 was not unlocking. A field service engineer (fse) replaced the latch detent to resolve the issue. The fse tested it in the hardware test application (hta) and successfully recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not unlocking. The customers attempted to recover the failed tower door multiple times without success. Further attempts to resolve the issue were made using various recovery methods, but none were effective. There was no clicking sound from the lock mechanism, and the system repeatedly prompted to clear an obstruction; however, the door could not be opened to clear any obstruction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.